Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the lead wire kink was found at the root of the thermistor funnel immediately after opening the package.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per the evaluation, the sensing wire of the catheter was slightly kink. The resistance was measured across the thermistor plug and a normal reading was obtained and the interchangeability tolerance was met. A potential root cause for this failure mode could be handling damage/ insufficient procedure knowledge.the exact cause of how and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿11)do not wet the lead wire and the junction with extension cable. 12)this device is compatible only with monitors requiring ysi 400-series type temperature probes. 13)no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] 14)do not wipe catheter surface with organic solvents such as alcohol. 15)do not aspirate urine through drainage funnel wall. 16)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 17)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."

Event description:
It was reported that the lead wire kink was found at the root of the thermistor funnel immediately after opening the package.